Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient had noise on atrial and farfield channels on hm transmission. Patient to be addressed further. Noise appears to be external in origin. Device remains implanted.